Event description:
As reported, the physician had a mynx control fail. The physician was closing and could not press down button number 1. From there the physician took out the failed mynx control device and tried placing another one. At that time the team noticed the patient was having an internal abdominal bleed. A covered stent was deployed, and the patient was taken to vascular surgery. I was not present for the case and did debrief with the physician. I told him you are unable to close with a second mynx device if the first does not deploy because the sheath is out of the patient. I have the device and will send back for analysis. Additional information was requested; however, the information was not obtained after multiple attempts. The product evaluation showed the sealant is in the manufacturing position saturated in blood fully. Due to the sleeves presents a severed kinked condition the sealant is exposed.

Manufacturer narrative:
As reported, the physician had a mynx control fail. The physician was closing and could not press down button number 1. From there, the physician took out the failed mynx control device and tried placing another one. At that time the team noticed the patient was having an internal abdominal bleed. A covered stent was deployed, and the patient was taken to vascular surgery. The sales rep was not present for the case and did debrief with the physician. The physician was told that the user is unable to close with a second mynx device if the first does not deploy because the sheath is out of the patient. Additional information was requested; however, the information was not obtained after multiple attempts. A non-sterile ¿mynx control vcd, 5f¿ was returned for investigation. Per visual analysis, the unit was thoroughly inspected, observing that button #1 and button #2 are not depressed. The procedural sheath was not returned for analysis. The syringe was connected to the device. The stopcock was set in the closed position. The balloon was not inflated. The sealant is in the manufactured position, fully saturated in blood. Since the sleeves present a severe kinked condition, the sealant was exposed. The atraumatic tip did not present any damages or anomalies. No other outstanding details were noticed. Per dimensional analysis, the slit length was not able to be verified due to the observed kink. However, the catheter usable length was measured, and the results were found within specification. Per functional analysis, a simulated deployment test was performed on the returned device per the mynx control instructions for use (IFU). The tension indicator was aligned manually. Buttons 1 and button 2 were able to be depressed to deploy the sealant and withdraw the balloon with no resistance felt. No issues were noted with respect to both buttons 1 and 2 deployment during the device failure investigation. The returned device performed as intended per the mynx control IFU. Then, the unit was cleaned up to remove all blood and saline solution after the deployment. Per microscopic analysis, the sealant assembly was inspected using a vision system confirming the kinked condition on the sleeves and the exposed sealant condition. The product history record (phr) review of lot f2303901 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿button #1-frozen/locked¿ was not confirmed through analysis of the returned device since it passed functional testing. Additionally, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ as an exposure of the sealant was observed due to the severely kinked/bent condition of the sealant sleeves noted. However, the exact cause of the issue experienced by the customer and the premature exposure of the sealant could not be determined during analysis. Access site-related hematomas/hemorrhages are a common procedural complication and is listed in the product¿s instructions for use (IFU) as such. Bleeding events are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique, proper placement of the vascular closure device (vcd) sealant, and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. Access site bleeding events can require prolonged manual compression, blood transfusion, or even surgical intervention. Without receipt of procedural films, the reported ¿haemorrhage¿ event could not be confirmed, and exact cause could not be determined. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the frozen/locked button 1 experienced since it passed functional analysis. However, handling factors (such as incorrect alignment of the tension indicator before attempting to deploy) are possible. Additionally, procedural/handling factors possibly resulted in the severely kinked/bent condition of the sealant sleeves (such as excessive force during insertion) and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/kinked during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely. However, as this condition was not reported by the customer, it is unknown if this condition occurred during use in the procedure. Regarding the bleeding event, procedural/handling factors (attempting to place another mynx control in the access site after removal of the previous device) likely contributed to the hemorrhage reported as this can cause additional injuries to the vessel or patient when inserting the device against the IFU procedural steps. It should be noted that usage of the product other than that indicated in the product's IFU may involve additional risks/issues not described in the labeling. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. According to the mynx control IFU, ¿grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window.¿ the IFU also warns, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the phr review nor the product analysis suggest that the issues experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the physician had a mynx control fail. The physician was closing and could not press down button number 1. From there the physician took out the failed mynx control device and tried placing another one. At that time the team noticed the patient was having an internal abdominal bleed. A covered stent was deployed, and the patient was taken to vascular surgery. I was not present for the case and did debrief with the physician. I told him you are unable to close with a second mynx device if the first does not deploy because the sheath is out of the patient. I have the device and will send back for analysis. Additional information was requested; however, the information was not obtained after multiple attempts.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, d4, g3, h1, h2, h3 and h6. A review of the manufacturing documentation associated with lot f2303901 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the physician had a mynx control fail. The physician was closing and could not press down button number 1. From there the physician took out the failed mynx control device and tried placing another one. At that time the team noticed the patient was having an internal abdominal bleed. A covered stent was deployed, and the patient was taken to vascular surgery. I was not present for the case and did debrief with the physician. I told him you are unable to close with a second mynx device if the first does not deploy because the sheath is out of the patient. I have the device and will send back for analysis.